Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in the emergency room due to a high blood glucose on (B)(6) 2017. The customer reported emergency medical services being dispatched and being taken to the hospital. The blood glucose value at the time of admission 411 mg/dl and 383 mg/dl. The customer had symptoms of nausea, diarrhea and high ketones. The customer treated for the high blood glucose level with the insulin pump bolus. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 75 mg/dl. The customer declined troubleshooting on the infusion set and reservoir, because changed 4 times. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No delivery anomaly during testing. Unit functioning properly. Pump passed the dat test. Unit received with minor scratched lcd window, cracked case corner of belt clip rails and cracked retainer. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.